Event description:
This lead was implanted on (B)(6) 1997 and capped (B)(6) 2001 due to a product performance issue. No other information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).